Manufacturer narrative:
Product ID: 37081-40, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported the patient was implanted with great results. It was noted the extra extensions were added to the manufacturer representatives trunk stock.

Event description:
The company representative thought they ordered 37082-40s and 60s but received 37081-40s and 60s. This was not caught until the patient was on the table. No incisions were made but the case was aborted when it was determined that no 37082-40s were available. The patient was rescheduled for 6 days in the future. No allege product issue. No patient symptoms or complication associated with the event. The patient was alive and without injury. Additional information has been requested. Reference manufacturer report# 3007566237-2014-01887.